Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the increase in shock impedance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had gradual increase in shock lead impedance over the past year. At the device revision procedure, the coil to can impedance measured high out of range at 138 ohms. Further defibrillation threshold (dft) test testing during revision was successful with measurement of 77 ohms, and non-invasive shock impedance was 92 ohms. The device was explanted, and the lead remains in-service. The plan was to continue routine monitoring via remote monitoring. No additional adverse patient effects were reported.